Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study no: (B)(6). Clinical adverse event received for femoral loosening of the study knee. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2019. Date of revision: (B)(6) 2023. Date of event: 30 aug 2023. (Left knee). Treatment: revision; femoral component, femoral sleeve, femoral distal augment, femoral posterior augment, and tibial insert were revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. DHR review: 1) quantity manufactured: (B)(4), 2) date of manufacture: 7/24/2018, 3) any anomalies or deviations identified in DHR: no , 4) expiry date: 6/30/2028, 5) IFU reference: 090200873. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : DHR review: 1) quantity manufactured: (B)(4), 2) date of manufacture: 7/24/2018, 3) any anomalies or deviations identified in DHR: no , 4) expiry date: 6/30/2028, 5) IFU reference: 090200873.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.